Manufacturer narrative:
The ventilator failed the pre-use check (puc) during pressure transducer test sequence, our field service engineer (fse) inspected the device on-site and replaced the expiratory channel printed circuit board (pcb) to resolve the issue. The unit passed all functional and safety tests per factory specifications and was returned to customer. No logs were provided. The defective part was returned to manufacturer for further inspection. The pcb was visually inspected and showed no deviation. The pcb was placed in a ventilator for simulated use testing. The device failed three times the puc during "flow transducer" test sequence. Further basic electrical investigation did not allow to find which part or component on the pcb was defective; however, the conclusion of our investigation is that the expiratory channel pcb was the cause of the reported issue. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette and all electronic connections to and from the cassette. It contains also the holders and electrical connectors for the expiratory and inspiratory pressure transducer boards.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).